Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) and showed no other messages or faults. Initial analysis indicated that this device exhibited unusual high-power consumption based on delivered therapy and did not met expectations for longevity. Furthermore, the cause of high power was unknown. This device remains in service. No adverse patient effects were reported.